Event description:
There has been no report of serious injury or illness associated with this complaint. A product problem, feeding completing two hours earlier than anticipated, has been reported, but not yet confirmed. This amount of over-delivery has been determined to be likely to result in a serious injury or illness should it recur.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source. In this case, the reporter did not provide the required.